Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed the tornado button was not functioning on universal surgical manipulator (usm3) as well as repeated error 23008 and replaced the usm. A follow-up MDR will be submitted, if additional information is obtained. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a repeated 23008 error occurred against universal surgical manipulator (usm3). The customer power cycled and hard power cycled the system, with no change. The customer also attempted to adjust axis 1 of usm3, with no change. The customer was uncertain whether the surgeon could perform the procedure with three usms. There was no additional information provided. The ports were not in place when the issue occurred. No known impact or patient consequence was reported.